Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the coil was returned detached within a microcatheter. The main coil was seen to be kinked. Functional inspection: the catheter was flushed and a patency mandrel was advanced through to remove the coil. The main coil exited the distal of the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported complaint was confirmed based on analysis. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu. Also additional information indicated that the patient anatomy was severely torturous which would have contributed to the event. The returned main coil was found to be detached. Therefore the as reported 'main coil prematurely detached/separated during use' can be confirmed. The as reported and as analyzed 'main coil prematurely detached/separated during use' as well as the 'main coil kinked/bent' will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a coil embolization procedure of an unruptured aneurysm, the operator attempted to deliver the subject coil as the third coil to the target lesion. The subject coil and the microcatheter were adjusted several times due to tortuosity and stenosis of the patients vascular anatomy. The subject coil got prematurely detached in the microcatheter and was discontinued to use. The subject coil was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a coil embolization procedure of an unruptured aneurysm, the operator attempted to deliver the subject coil as the third coil to the target lesion. The subject coil and the microcatheter were adjusted several times due to tortuosity and stenosis of the patients vascular anatomy. The subject coil got prematurely detached in the microcatheter and was discontinued to use. The subject coil was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.